Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the correct technique, successfully resolving the issue.